Manufacturer narrative:
Under-treatment results in the patient being under treated for their condition. A delay in receiving treatment could a progression of the disease thus resulting in a death or serious injury.

Event description:
It was reported that during an ablation procedure, an area of blue and purple pixels showed up during the third burn, right after the laser pedal was pressed. It was confirmed that the blue pixels were blood. The probe was then checked to ensure there was no damage; the physician then decided to forgo any additional treatment. Post-operative scans showed that under ablation occurred. There were no patient complications reported in relation to this event. If received, a follow up report will be submitted.

Manufacturer narrative:
Device evaluation: the cold pixel phenomenon was confirmed during the case.